Event description:
Spouse of home pt (hp) reports leak in drain line tubing of homechoice set. Spouse reports baxter tech assisted hp in ending treatment early for evening. No pt injury or medical intervention required per spouse of hp.